Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - estimated date of event. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 -failure to follow steps / instructions. H6: medical device problem code 1494 - incorrect anatomy. The additional proglide device referenced in b5 is filed under a separate medwatch report number.¿ literature attachment: article title: "outcomes comparison between percutaneous decannulation with perclose proglide and surgical decannulation of veno-arterial extracorporeal membrane oxygenation".

Event description:
This is a case example reported via an article. It was reported that an arteriotomy closure was attempted using proglide devices relative to a decannulation of veno-arterial extracorporeal membrane oxygenation procedure with a large bore sheath. Reportedly, there was an "improper operation with the perclose proglide device. Specifically, the operator pushed the knots and sutures deep under the arteriotomy site for release." Acute ischemia occurred and a severe stenosis [occlusion] of the superficial femoral artery was noted. It was believed that the most probable cause of the stenosis was the improper operation of the proglide device. A drug-eluting stent was implanted to prevent ongoing lower limb ischemia. Additional information can be provided in the attached article titled: "outcomes comparison between percutaneous decannulation with perclose proglide and surgical decannulation of veno-arterial extracorporeal membrane oxygenation".

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and a review of the complaint history were not conducted because the device was not returned, and the part and lot number were not reported. A review of the corrective and preventive actions (CAPA) database for the proglide device was performed and revealed no related complaint assessment exceptions. Reportedly, the proglide smc device was used in the profunda artery without a prior femoral angiogram. It should be noted the electronic proglide instructions for use (IFU), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible there was a backwall stitch or the pushing of the knots too deep contributed to the immediate occlusion of the vessel. Additionally, it is also possible the use in the superficial femoral artery also contributed; however, these cannot be confirmed. The patient effects of occlusion and ischemia are listed in the perclose proglide IFU, as potential adverse events of use of the device. Based on the investigation there is no indication of a product quality issue with respect to manufacture, design or labeling.